Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Has dark spots on the screen.

Event description:
It was reported by the customer "site rite has dark spots on the screen, changed filters and contrast, no change." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of has dark spots on the screen, changed filters and contrast, no change was unconfirmed. The reported issue is unconfirmed; the probe¿s image is bright and clear. Reported issue root cause: the reported issue is unconfirmed h3 other text : evaluation findings are in section h.11.